Event description:
Device 1 of 2. Reference MFR report # 1627487-2018-12598. It was reported that during a procedure to remove the ipg (reference MFR report #1627487-2018-12791) it was found that the anchor was damaged. In turn, the entire system was explanted.

Event description:
Device 1 of 2: reference MFR report # 1627487-2018-12598.